Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ni.

Event description:
Patient alleged pain, inability to walk long distance or lay on his side nine years post implantation. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR number 0001822565.